Manufacturer narrative:
The navigation staff cart was returned to the manufacturer for analysis. The system was powered on and there was no power to the positioning sensor unit (psu). The front cover was taken off and it was found that the power cable and communication cable to the system control unit (scu) were unplugged. The cables were reattached and the power and communication were restored. The software was launched, and no communication issues with the psu were observed. Diagnostics were ran to check the log files on the scu and psu with no errors were reported. The system was ran for 2 days without issue. The software was cycled several times and no issues were observed. The computer functioned properly during testing. The tracking with other components was functioning properly. The computer passed all testing with no problems found. The system was returned to site with cable connections secured and it was used in subsequent cases with no further issues reported.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the camera on the navigation system stopped tracking the instrument. The instruments all verified without issue, after which the camera was saying disconnected and was showing a red 'x' on the instrument tool cards. The medtronic representative re-booted the navigation system which allowed the surgeon to re-verify the instruments and proceed with the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement devices shipped to site on 07/9/2014. Medtronic investigation of returned suspect devices finds that when the system control unit (scu) was connected with the returned positioning sensor unit (psu) to a known good system, the pair communicated and tracked without issue. The firmware is current and the event log had not recorded any adverse events. No fault found - scu camera did not cause the reported event. The psu failed an aak test at .47 mm. Positioning sensor unit (psu) failed diagnostic test. Device analysis finds this failure mode did not cause the reported event. A medtronic representative, following up with the site, replaced the psu and csu and on 07/21/2014, performed a navigation system check-out, all areas passed.